Manufacturer narrative:
Device is not available for evaluation by the manufacturer at this time. A follow up report will be submitted upon completion of investigation should the device become available for evaluation.

Event description:
The user was allegedly crossing railroad tracks on a scooter when struck by an approaching train; the user passed away as a result of the event.

Manufacturer narrative:
Updated information: the device submitted with the initial MDR was an sc3000 legend scooter (B)(4). However, pride has learned that the provider supplied the consumer with a go go scooter (B)(4) prior to the alleged incident. This go go scooter was the device involved in the alleged incident. Therefore, this follow-up has included the go go scooter as the "suspect medical device". The product did not malfunction and it was not the fault for the alleged circumstances. The plantiff counsel has accepted this and resolved the matter.

Event description:
The user was allegedly crossing railroad tracks on a scooter when struck by an approaching train; the user passed away as a result of the event.